Event description:
It was reported that the ipg would not connect to the patient controller, deeming the ipg inoperable. Patient did not report any previous surgeries. Troubleshooting was attempted but with no success. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.